Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump and a lost sensor alarm. The customer reported no adverse events. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-7040a, and mmt-7040a. The troubleshooting was performed and the led light does not blink when connected to the sensor but the transmitter was confirmed to have been charged. No harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer responded that the device would be returned. It was unknown whether the customer would continue using the device. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-7040a.